Event description:
Patient tested on the suspect device with an inr result of 7.0. The lab inr was 3.0. The pt came in with a nose bleed and the doctor adjusted pt's coumadin dose. Controls were in range. The device was replaced and requested to be returned for evaluation.